Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5207776) being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reset the bluetooth and smart device which was unsuccessful for the reported issue. Patient was later advised to re-pair the smart device with the transmitter which was also unsuccessful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of loss of connection. A definitive root cause could not be determined. No additional patient or event information is available.